Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with redness and swelling at the implantable neurostimulator (ins) implant site. The patient was taken to the operating room and after exposing the ins site, the doctor decided to remove the entire left sided system due to the obvious infection. The patient had an appointment with the PICC team, and was going to begin IV antibiotics. No patient outcome was reported.